Event description:
It was reported that the humidifier was accidently split by the nurse and the liquid from the humidifier spilled on the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the humidifier was accidentally split by the nurse and the liquid from the humidifier spilled on the ventilator during patient circuit disassembly. The field service engineer replaced water damaged components including the monitor, control and expiratory channel printed circuit boards and the expiratory valve coil. The ventilator was returned to customer and cleared for clinical use after passed calibration, functional, and safety tests per factory specifications. No parts were returned for investigation and no further issues have been reported. Date of event is (B)(6) 2020, and device logs contain what likely are different tests between july 16 and september 16 when the repair was finished. Liquid in the ventilator may create an acute short circuit and stop of ventilation. Liquid/moisture on pc boards may also lead to corrosion which may lead to a failure/short circuit and stop of ventilation. Alarms will be generated. The conclusion is that liquid from the humidifier was spilled on the ventilator during patient circuit disassembly and that the liquid damaged components were replaced.

Event description:
Manufacturer ref.#: (B)(4).